Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 275cc mentor memorygel breast implant and experienced breast implant rupture on her left side. Both implants replaced with similar mentor prosthesis.

Manufacturer narrative:
On april 10, 2023, the mentor failure analysis lab received the device for evaluation. On april 25, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel implant 225cc breast implant was found to have a tear on the anterior view, measuring approximately 6.5 cm. In addition, a crease/fold was observed on the anterior view, outside to the edges of the tear. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation summary submitted under previous submission mistakenly stated manufacturing evaluation of lot was performed. The device does not have a lot number and the manufacturing record evaluation was not performed. Correct statement was submitted under initial submission. Manufacturer¿s reference number: (B)(4), correction to the device evaluation summary.

Manufacturer narrative:
Per additional information received on march 23, 2023, following fields have been updated on this form: - field d1 for brand name has been updated to "unknown gel implants " - field d4 for catalog number has been updated to "unk_gel implants" manufacturer¿s reference number: (B)(4).